Event description:
It was reported that patient recieved 19 shocks due to lead dislodgement. The lead was explanted and replaced. No futher patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood in/on helix mechanism (sleeve head) and several conductors (not obstructed). Outer insulation breached cut and tip seal observation. Full lead returned and analyzed.